Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory, installed on an mcs instrument, came off and fell inside the patient's body. The surgeon was able to retrieve the mcs tip cover accessory during the same surgical procedure. The customer replaced the mcs tip cover accessory and was able to complete the case robotically. Intuitive surgical, inc. (Isi) followed up with the customer but no additional information was provided.